Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator.

Event description:
The patient reported that they were in a (B)(6) and when they were walking through a security sensor, a lady had pushed them aside causing their right side to be up against the sensor. The patient felt a jolt and electric shocks from the device. The electric shock went all of the way down their bladder area where they used to feeling normal stimulation down all of the way to their foot. The patient almost fell to the floor because it hurt so bad and they were crying. They noted that they would maybe feel a little buzz when they would walk through security gates but nothing like that before. The patient never knew that their implant should be turned off before passing through a security gate. Since they had experienced the shocking, their device had not been working like it had before. The patient stated that they were implanted for bladder pain and that the device was helping 50% or greater to reduce her symptoms but wasn't working as well as before. They stopped feeling stimulation, they would feel it only when stimulation was increased but then the stimulation would drop off to where they could not feel it within an hour. They used to feel continuous stimulation. The device was confirmed to be turned on. The patient was unable to increase stimulation because the upper limit had been reached. They could not use another program because the other programs stimulated the wrong location outside of the bike seat area. The patient was going to schedule an appointment with their healthcare provider and manufacture representative. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information indicated that the reported issues has not been resolved. Patient had met with manufacturer representative (rep) on (B)(6) and been working with him to resetting and reprogram the implantable nuerostimulator (ins). Patient stated she has to turn ins off any time she enters a store which is time consuming and frustrating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.